Event description:
The customer reported to their baxter sales representative of an unknown clearlink IV set that will not allow a solution to flow. The no flow occurred at the y-site of the set. An unknown phaseal product was connected to the y-site, and there was an unknown syringe connected to the other end of the phaseal product. There are no samples and the lot number is unknown. The process step in which this reported condition occurred is unknown. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. The batch review cannot be performed since there was no lot number provided. The device used in this situation is unknown; therefore, it does not contain a us 510k number. If additional information or samples become available, a follow-up report will be submitted.